Manufacturer narrative:
UDI:(B)(4). Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the returned product identified that the outer box, sterile cavity and the sterile pouch were all damaged. Device history record (DHR) was reviewed and no discrepancies were found. Investigation results concluded that the reported event was due to transit damage. This product falls within the scope of a CAPA that is reviewing all the packaging configurations at zimmer biomet, bridgend, UK. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported when the implant was opened during surgery the product (stem) was protruding through sterile packaging. Another product was opened and used to complete the surgery. Additional information was requested however, none was available.